Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the survey respondent stated no, the instructions for use (IFU) did not provide sufficient information about the product and its medical application when asked if they would agree with the statement: the instructions for use (IFU) for the following bard / becton dickinson product(s) provides sufficient information about the product(s) and its/their medical application(s) in relation to bardex® i.c. Female length, 2-way foley catheter, no french size specified. And informed that in their opinion the IFU did not provide sufficient information about the product previously mentioned and its medical application because of expiration date error, illegible information, inaccurate information, unclear information, missing information, lack of maintenance documentation or guidelines, inadequate instructions for healthcare processional and inadequate or insufficient training.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be illegible print & missing print. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the survey respondent stated no, the instructions for use (IFU) did not provide sufficient information about the product and its medical application when asked if they would agree with the statement: the instructions for use (IFU) for the following bard / becton dickinson product(s) provides sufficient information about the product(s) and its/their medical application(s) in relation to bardex® i.c. Female length, 2-way foley catheter, no french size specified. And informed that in their opinion the IFU did not provide sufficient information about the product previously mentioned and its medical application because of expiration date error, illegible information, inaccurate information, unclear information, missing information, lack of maintenance documentation or guidelines, inadequate instructions for healthcare processional and inadequate or insufficient training.